Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burnt wire was discovered on the power control board of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair. The biomed stated that initially there was no power to the display in standby mode. There was no observed burning smell, smoke, spark, flame, or arcing. There were no alarm codes associated with the display issue nor the identified thermal damage. The thermal overload switch did not trip. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. The biomed stated that replacing the power supply unit and the power connection cable resolved both the display and burn damage issues. The ro system was returned to service. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a photograph was provided by the customer. The manufacturer used the photograph along with the provided information to confirm a burnt / discolored 24v connection at the power supply board in stage 1. The complaint investigation determined the cause for the thermal damage and display breakdown to be a bad electrical contact inside the 24v plug at the power supply unit. The lost 24v signal/power supply signal was caused by the bad contact at the 24v power supply connection cable and caused the display /device breakdown. This is a known failure type and can assigned to a CAPA project and defined corrective actions. The failure pattern ¿overheated wiring of 24v connector at the power supply unit¿ is related to the manufacturing process of the 24v connectors which are connected to the power supply unit. The inner contact was likely damaged or deformed during the manufacturing process. This can cause a bad electrical contact at the contact pin which results in transition resistance and high thermal energy. This can result in overheated and discolored el. Connection/24v plug like described. The production of these component(24v plug) was outsourced to a professional supplier of crimp and wire connections, which should improve the production quality. To fix this issue the power supply unit was replaced and the 24v power supply cable was cut from stage 2, rewired, and installed into stage 1 to resolve both the display and burn damage issues. Review of the device history record or similar complaints is not required in this case.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burnt wire was discovered on the power control board of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair. The biomed stated that initially there was no power to the display in standby mode. There was no observed burning smell, smoke, spark, flame, or arcing. There were no alarm codes associated with the display issue nor the identified thermal damage. The thermal overload switch did not trip. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. The biomed stated that replacing the power supply unit and the power connection cable resolved both the display and burn damage issues. The ro system was returned to service. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.